Manufacturer narrative:
Complete event site name: (B)(6) center. Event site postal code: (B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the balloon membrane unraveled. This caused insertion into the sheath to become difficult and the central lumen broke once force was applied. There was no reported injury to the patient.